Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead had a high capture threshold and a high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient experience no consequences related to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead had inadequate capture and a high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient experienced no consequences related to the procedure.